Event description:
The information received indicated that a piece of the product seemed to be blocking the stream of blood in the artery. During a diagnostic procedure with a 4f infinity jl3.5 catheter the yellow distal tip dislodged from the catheter and it migrated distally to the 1st marginal branch. The catheter tip could not be removed and therefore remained located in the distal marginal branch. The dislodged tip did not obscure blood flow immediately following catheterization, longer follow up of the patient is underway to analyze for the possibility of later adverse events. There was little vessel tortuosity and angulation. There was 10% stenosis. There were no anomalies noted when the product was removed from the package or during prep. The device was not inserted through a stopcock. The device was not resterilized. There was no resistance met while advancing the device over the guidewire. There was no resistance met while advancing the device in the patient. There was no excessive torquing required. The device did not kink in the area of separation. Many efforts were used to attempt to retrieve the device piece from the patient, but the tip is still in the patient. There was no resistance while withdrawing the device. The current status of the patient is unknown.

Manufacturer narrative:
The product was returned for evaluation, however, the product analysis is not yet complete. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15398255 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A review of bounding lots manufactured before complaint lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A review of bounding lots manufactured after complaint lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
During a diagnostic procedure with a 4f infinity jl3.5 catheter, the yellow distal tip dislodged from the catheter and it migrated distally to the 1st marginal branch. The catheter tip could not be removed and therefore remained located in the distal marginal branch. The dislodged tip did not obscure blood flow immediately following catheterization. Longer follow up of the patient is underway to analyze for the possibility of later adverse events. There was little vessel tortuosity and angulation. There was 10% stenosis. There were no anomalies noted when the product was removed from the package or during prep. The device was not inserted through a stopcock. The device was not resterilized. There was no resistance met while advancing the device over the guidewire. There was no resistance met while advancing the device in the patient. There was no excessive torquing required. Many efforts were used to attempt to retrieve the device piece from the patient, but the tip remains in the patient. There was no resistance while withdrawing the device. The current status of the patient is unknown. Procedural films were not provided, however two pictures showing the dislodged tip in the distal segment of the artery after a bent were received. Blood flow could be observed distal to the dislodged tip. One non-sterile 4f diagnostic catheter was received coiled inside a plastic bag. No separation was observed at the catheter's body and intermediate tip fuse point. The catheter was missing the brite tip. The brite tip piece was not received. No additional anomalies were found. The intermediate tip and body-intermediate tip fuse point outer and inner diameters were measured. The intermediate tip od measurements were found below specification. The sem analysis concluded evidence of brite tip remains, evidence of fusion and elongation in the intermediate tip. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The tip (brite tip) separation reported was confirmed. The exact cause of the separation could not be conclusively determined; however, the complaint is escalated as a high severity event. The exact cause of the intermediate tip od below specification could not be conclusively determined; however, as indicated by the sem analysis, it could be attributed to the elongation observed, suggesting possible stretching/pulling at the time of the brite tip separation. A risk assessment has been initiated to evaluate this issue.